Event description:
The customer reported that the subject device displayed vertical stripes in the image. The issue was found during preparation for use. There was no patient or user injury reported. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found that the endoscopic image was blurred. This report is being submitted for the malfunction [blurred image] found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, service observed image flickering, and found the charge coupled device (ccd) unit was damaged. In addition, the electrical connector had corrosion. The image guide protector was damaged. A leak was observed due to a perforation in the bending rubber. The switch box and switch 1 had discoloration due to wear/aging. The tapered sleeves were broken. Scratches were observed on the universal cord and objective lens. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Sliding error of movable l-range that occurred in the zoom scope. Image occurred within the allowable range. Damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use warnings and cautions.